Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: the wand´s connector or cable got damaged. Saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, when the werewolf flow 90 coblation wand was removed, the "coag" continued to work as if the button was stuck. The "cut" button was pressed and the device stopped working creating an unknown error in the werewolf generator. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.